Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. It was found that the pca trigger button that was not working was an issue with the remote dose connector and not an issue with the pump keypad. The dso seal was replaced and the device passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a patient-controlled analgesia (pca) trigger button that was not working. The product fault occurred during testing. There was no delay of therapy. There was no patient involvement, and no harm/adverse event reported.